Manufacturer narrative:
The rse evaluated the device remotely and determined that the function test was not performed correctly, which caused the device to stop intermittently. After performing the function test correctly, the device was restored to full operation and returned to service. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a user error. The root cause of which could not be determined. The reported problem is confirmed.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had error during functional test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.